Manufacturer narrative:
Device passed displacement test and self test. No missing segments, partial display or display anomaly noted. Device received with scratched case, keypad overlay peeling, scratched lcd window and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's right hand bottom corner it peeling away the screen itself its dual it not clear anymore it like a partial display. No harm requiring medical intervention was reported. The device will be returned for analysis.